Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and instructed them to continue using the device, advising them to call back if the malfunction recurs. The customer acknowledged and understood the instructions.